Event description:
It was reported that pump battery appeared to deplete faster, requiring daily charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and, as a result, technical support was unable to confirm reported battery issue and no additional corrective actions were documented.